Event description:
It was reported that the customer experienced intermittently low blood glucose (bg) level of 50's - 70 mg/dl. Suspected cause was due to the customer¿s personal profile requiring adjustments. Customer updated their settings to address the event. Customer declined to provide any additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.